Event description:
On (B)(6) 2013 report of explant received from (B)(6) reason for explant not stated. Investigation letters will be sent to implanting physician/facility and following physician. All pertinent info will be provided as received.